Event description:
The customer reported that during a laparoscopic assisted right colectomy, the device jaws would no re-open after they were applied to tissue. The ileocolic artery became torn and an endo loop was applied to control the bleeding. Blood loss was not more than 250cc. No patient information is available from the site.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The device was returned and the cord had been removed by the site. The jaws were not stuck shut. The handle was latched and unlatched with no problem. Covidien could not confirm the customer's report.